Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A power supply serial number (B)(4) was returned with the monitor. A functional test revealed that the unit performed as expected. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution in (B)(6) of 2017. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event include comparison to smaller monitors which may run cooler.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the monitor was unusual heated after an hour of use.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.